Manufacturer narrative:
(B)(4) d4, g4: pt101uk is not sold in the USA, but it is similar to a product which is sold in the USA (pt101us). The 510(k) for the similar product is k131895. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject airvo 2 was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the healthcare facility has stated that the power out alarm of the airvo 2 sounded for less than 120 seconds. Based on f&p's ongoing investigation, knowledge of the product, and previous investigations of similar complaints, the power out alarm sounding for less than 120 seconds is likely due to the aging of the component supercapacitors assembled into the airvo 2. There was no patient involvement reported by the healthcare facility. Conclusion: f&p's investigation was unable to determine the exact cause of the reported event. Based on f&p's ongoing investigation, knowledge of the product, and previous investigations of similar complaints, the power out alarm of the airvo 2 sounding for less than 120 seconds is likely due to the aging of component supercapacitors. F&p are conducting further data analysis into usage patterns over multiple years, including before and after covid-19. A historical search of complaint data has been conducted for the previous 2 years which showed that the power out alarm sounding for less than 120 seconds has not caused or contributed to any serious adverse events. An update to the disinfection kit user manual of the airvo 2 was made to include a regular test of the power out alarm, to be carried out in between each patient use. This change was communicated to users through a voluntary field safety notice in september 2025. During the manufacturing process, quality control measures ensure each manufactured airvo 2 meets specification. These quality control measures are performed at the end of the final assembly process on 100% of the manufactured units. Any unit that fails any of these tests will be rejected. The subject device would have met the required specifications. The user instruction (ui) of the airvo 2 humidifier states: - "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative." - "the unit is not intended for life support." - "appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." - "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."

Event description:
A healthcare facility in the united kingdom reported that the power out alarm of the pt101 airvo 2 humidifier (airvo 2) sounded for less than 120 seconds. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.